Event description:
Information was received based on review of a journal article titled, "improvements in survival of the uncemented nottingham total shoulder prosthesis: a prospective comparative study¿ which compared the survivorship of three types of uncemented total shoulder arthroplasty prostheses (biomodular, initial nottingham tsr and current nottingham tsr systems). The study was divided into three groups of patients; group 1 consisted of ninety (90) patients who received biomodular tsr between 1989 and 1994, group 2 consisted of one-hundred three (103) patients who received the initial nottingham tsr between 1994 and 1997, group 3 was comprised of thirty-four (34) patients who received the current nottingham tsr between 1998 and 1999. The comparison of the annual cumulative survivorship values in the compatible time range between the three groups was done according to the paired "t" test. A patient was identified in the biomodular group who underwent right total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2001 due to wear of the glenoid bearing. There has been no further information provided and the patient outcome is unknown. The above referenced journal article is attached to this medwatch and the manufacturer report number of the medwatch which reports on all patients (identified and non-identified) mentioned in the journal article is 1825034-2014-08061.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown; date implanted - unknown. (B)(6). This article is available from: http://www.biomedcentral.com/1471-2474/8/76. (B)(6). The 510k number - unknown; manufacture date ¿ unknown. It is likely that the complication for this patient has already been reported; however, it cannot be determined based on the limited patient information made available in the article. Should additional information relating to the patient complication be received, the updated information will be forwarded to the FDA.